Manufacturer narrative:
Results: the cat8 was ovalized from approximately 113.0 ¿ 115.0 cm from the hub. The device was kinked approximately 114.0 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a kink and revealed an ovalization. If the device is forcefully gripped or pinched prior to insertion into a parent device, damage such as these may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 kit. During the procedure, while attempting to advance the indigo system aspiration catheter 8 (cat8) into the flow valve of an 8f non-penumbra sheath, the physician experienced resistance and, subsequently, the cat8 kinked; therefore, it was removed. The procedure was completed using a new cat8 and another 8f sheath. There was no report of an adverse effect to the patient.